Event description:
This complaint is a result of a customer contacting baxter. The customer reported that they observed a leak in the aquarius blood lines during prefilling. However, the customer could not discover where the leak point was. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Root cause could not be identified due to insufficient information available. Visual examination revealed no obvious defects. However, when the leak test was performed, the yellow line dome membrane was raised and this was determined to be the cause of the leak. Since the lot number was unknown, a batch review could not be performed. The root cause could not be determined at this time. Baxter will continue to monitor similar reports to determine if further actions are required.